Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. The electrode belt ECG acquisition and pulse delivery cirucitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. It is likely that the damage to the r781 resistor resulted from the apparent external defibrillation. There is no information to suggest that the resistor damage induced from the external defibrillation caused or contributed to the adverse event.

Event description:
Follow-up report #1: correction. The initial report stated that the patient passed away around 22:30:00. The actual time of passing is not known. A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019 at approximately 10:30pm. Details were surrounding the patient's passing were unable to be obtained. Device download data indicates that the patient went into vt (170 bpm) at 21:36:59. The lifevest properly detected the vt, but a review of ECG strips indicates that an external defibrillation pre-empted the lifevest from delivering a treatment. The apparent external defibrillation converted the vt to a sinus rhythm (70 bpm). The lifevest electrode belt was disconnected at 21:37:46. The patient reportedly passed away around 22:30:00, after the lifevest electrode belt was disconnected. The lifevest operated as designed and detected the vt, but the lifevest treatment was pre-empted by an apparent external defibrillation. The details surrounding the event are unknown.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. It is likely that the damage to the r781 resistor resulted from the apparent external defibrillation. There is no information to suggest that the resistor damage induced from the external defibrillation caused or contributed to the adverse event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019 at approximately 10:30pm. Details were surrounding the patient's passing were unable to be obtained. Device download data indicates that the patient went into vt (170 bpm) at 21:36:59. The lifevest properly detected the vt, but a review of ECG strips indicates that an external defibrillation pre-empted the lifevest from delivering a treatment. The apparent external defibrillation converted the vt to a sinus rhythm (70 bpm). The lifevest electrode belt was disconnected at 21:37:46. The patient reportedly passed away around 22:30:00, after the lifevest electrode belt was disconnected. The lifevest operated as designed and detected the vt, but the lifevest treatment was pre-empted by an apparent external defibrillation. The details surrounding the event are unknown.